Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an "air in pump prime tubing to start¿ message that displayed on the screen. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2 ml/hour had been programmed; with a total reservoir volume of 92 ml and a remaining volume of 82.95 ml. The air detector and upstream sensor were off. The length of infusion had been set to 46 hours. They manually primed. The patient was not medically affected but treatment was delayed one day. The event occurred while in use.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.